Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. The pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The pump was tested with test reservoir. Units left on status screen matched units left in reservoir.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 45mg/dl. The customer states they have treated with food. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.